Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led to the burning sensation was the patient was line dancing as usual when they started getting a burning sensation at the implant site in their upper buttock. The patient has an upcoming appointment on (B)(6) 2021. The issue has not been resolved and they are waiting to see their doctor.

Event description:
Additional information was received from the patient. The patient reported that they would be having a new ins and possibly new leads implanted. The patient was waiting on a call from the neurosurgeon's surgical scheduler.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy, lumbar radicu lopathy, and spinal pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that sometime around (B)(6) 2020 they began feeling a burning sensation around their implant site. Pt confirmed that it's not a constant sensation and they only feel it every now and then. The patient was redirected to their healthcare provider to further address the issue. Pt reported that sometime around (B)(6) 2020 they began feeling as though their stimulation was not as strong anymore. Pt stated that they would turn stimulation to 5 or 6 and it doesn't seem to stay as strong. Pt stated that they feel it may be that their implant needs to be replaced due to its age/battery life. The patient was redirected to their healthcare provider to further address the issue. Also, pt reported that a couple years ago their pain began to spread to a new location in their back and they saw manufacturer representative (rep) for reprogramming. Pt stated that the rep programmed a 3rd group and it helped to relieve their symptoms. The patient's relevant medical history included pt reported that they have rheumatoid arthritis. Pt also inqu ired about MRI compatibility if they were to have their implant replaced. Caller was redirected to the healthcare provider (hcp).